Event description:
It was reported that during a neurovascular procedure when attempted to deliver the subject stent, the subject stent encountered resistance while retracting the microcatheter during deployment. While the operator adjusted the position of the subject stent to deploy again, the subject stent and the microcatheter migrated because of the tension. At this point the distal of the subject stent was partially deployed. Therefore the operator withdrew the subject stent and the microcatheter together out of the patients vascular anatomy. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a neurovascular procedure when attempted to deliver the subject stent, the subject stent encountered resistance while retracting the microcatheter during deployment. While the operator adjusted the position of the subject stent to deploy again, the subject stent and the microcatheter migrated because of the tension. At this point the distal of the subject stent was partially deployed. Therefore the operator withdrew the subject stent and the microcatheter together out of the patients vascular anatomy. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. On visual/microscopic inspection of the returned device the stent was found to be deployed. Stent was deployed on the table by the physician. The stent was found to be intact. The sdw (stent delivery wire) was found to be kinked/bent. The stent introducer sheath was not returned. Functional test for stent partial deployment , stent migration inside microcatheter and stent failed/unable to deploy could not be performed as the returned stent was found to be deployed. The reported stent migration inside microcatheter could not be confirmed during the analysis as the event is procedure/patient related. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent partial deployment during use and stent failed/unable to deploy could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the stent had big resistance while retracting the microcatheter to deploy. The operator adjusted the position for several times to deploy again, and at that time the stent and the microcatheter migrated because of the tension and the distal of the stent was pushed out and could not cover the lesion. Additional information states that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was describe as severely tortuous. The device was returned and the stent was noted to have been deployed (by the physician post procedure), the sdw was kinked. The condition of the returned device is consistent with the reported event. It is probable that the device was damaged during advancement through the patients tortuous anatomy causing the reported events. An assignable cause of procedural factors will be assigned to the reported 'stent partial deployment , stent migration inside microcatheter and stent failed/unable to deploy' and to the analyzed 'sdw kinked/bent', as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.